Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) was 50 mg/dl. Customer consumed juice to address bg level. Reportedly, a pump reset was performed to address the event and the customer continued to use pump for insulin therapy.